Manufacturer narrative:
No blank display noted. Pump passed the sleep current measurement, active current measurement, self-tests. Thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 10/03/2025 17:01:00.000, 10/03/2025 17:01:11.000. Battery cycle 6.0 received the lowbatteryalert (104) on 10/03/2025 17:01:00 after more than 7 days at 18.98 days. Battery cycle 5.0 received the lowbatteryalert (104) on 09/14/2025 07:58:00 after more than 7 days at 13.94 days. Battery cycle 4.0 received the lowbatteryalert (104) on 08/31/2025 03:24:00 faster than expected at 0.89 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked battery tube threads, cracked case corner of belt clip rails, label damage. In conclusion, pump passed all testing required. No unexpected battery power loss alarm, low battery alarm noted during testing. However, lowbatteryalert (104) on 08/31/2025 03:24:00 faster than expected at 0.89 days in trace history isolated to electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a replace battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer found no damage to the battery cap. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.